Event description:
It was reported that a crew were using the stair-pro on a set of stairs and the tracks lost traction to the stairs and the stair-pro ¿fell away¿ from the operators. One of the operators sustained an injury on their back as a result of this incident and has been off work since this happened. No patient injury was reported. Further information has not been reported.

Manufacturer narrative:
As a result of this event, a visual and functional inspection was performed by a field service technician. It was identified that the the device had no component level defect that would have contributed to the event. The event that occurred was likely due to user error of the product, however this could not be confirmed. It was additionally stated that the customer was retrained on product use and it was also suggested that the track rollers be replaced out of abundance of caution following the incident.

Event description:
It was reported that a crew were using the stair-pro on a set of stairs and the tracks lost traction to the stairs and the stair-pro ¿fell away¿ from the operators. It was further reported that one operator sustained a back injury causing pain in addition to a bruised rib and an abrasion on the arm. It was additionally reported that another caregiver bumped their head, bruised their back, and had back pain in order to stop the chair from falling. No patient was injured due to this incident.

Manufacturer narrative:
A second injury was reported during the process of investigation, event details have been updated in section b5. The treatment of the injured caregivers has also been provided. The first caregiver was sent to the emergency department after the incident and was referred to physio and occupational therapy. The second caregiver involved in the incident was taking ibuprofen for the pain.

Event description:
It was reported that a crew were using the stair-pro on a set of stairs and the tracks lost traction to the stairs and the stair-pro ¿fell away¿ from the operators. It was further reported that one operator sustained a back injury causing pain in addition to a bruised rib and an abrasion on the arm. It was additionally reported that another caregiver bumped their head, bruised their back, and had back pain in order to stop the chair from falling. No patient was injured due to this incident.